Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the insulin pump had scratch on screen and gray making it harder to read. Customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had crack on battery compartment. Customer stated that they had to change battery of insulin pump more often. Troubleshooting was not performed. The insulin pump will not be returned for analysis.